Event description:
It was reported that there was a catheter revision due to a catheter being dislodged. The reporter stated that the catheter was dislodged from the spine and coiled up outside the intrathecal space. The patient underwent a surgical catheter revision on (B)(6) 2012. The spinal segment on the existing catheter was removed and a new one was implanted. There were no patient symptoms reported, and the patient outcome was not known to the reporter. It was noted that the pump was empty at the time, although the medication delivered via the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).